Manufacturer narrative:
Additional information was received with the returned product, therefore the following sections have been updated accordingly; (B)(6). Date of event: (B)(6) 2018. Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Device manufacture date: unknown, as the serial number of the device was not provided. Attempts have been made to obtain missing information, however no further details could be provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (model and diopter unknown) was explanted in a secondary surgical procedure from the patient's operative eye. The reason for the explant was not provided. Reportedly, the surgery was uneventful as there was no injury. No further information was provided.